Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal delivery tube came off when a customer depressed the plunger to deploy the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the delivery tube was received attached to the device. Upon pushing the plunger, the tube slid off. The seal and the tension springs were received separately. The seal was unraveled and the tension springs were open. The device was bloody. A supplemental report will be submitted when the investigation is completed. (B)(4).